Event description:
It was reported that (1) tlc55 device was used during a hemicolectomy procedure. It was reported by the rep that the stapler fired once and worked properly. The stapler was reloaded and when applied to tissue it wouldn't fire. The stapler was discarded and a new stapler was opened and performance was fine. There was no consequence to the pt.